Event description:
A 69-year-old white female on tlelemetry monitor. The pt was found by nurse without pulse or respirations. Telemetry alarm did not go off or run a strip. Low limit was set at 40 as reported by nurses. The pt expired. Independent lab contacted to examine telemetry equipment along with the senior biomedical equipment technician from another co. Both examined monitor and found alarms working. Electrical safety checks on monitor were done and found the monitor to be functioning properly.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: expected wear/deterioration. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.